Event description:
It was reported that the balloon burst, and a balloon fragment became stuck in the placed stent, requiring intervention. Vascular access was obtained via right common femoral artery. The 50% stenosed target lesion was located in the severely calcified and tortuous left renal artery. A 6f non-boston scientific (bsc) sheath, guide catheter and .018 wire was used. However, the wire was not supportive enough to place the sheath due to tortuous lesion, therefore, a .014 thruway guidewire was used and crossed. Afterwards, this 7.0mmx19mmx150cm express sd renal/biliary stent balloon expandable was advanced over the wire in the existing placed stent with severe stenosis. This stent was placed and expanded but, upon second inflation, the balloon ruptured. When deflating the balloon, slow deflation was observed. The device was then pulled back into the sheath, but resistance occurred. A balloon fragment appeared to be stuck in the placed stent. Under x-ray, the distal and proximal ro markers were observed in the non-bsc 6f sheath, and the physician decided to remove the sheath, balloon shaft and wire all together. Another angiography was performed and found the renal artery to be occluded due to balloon fragment left in the body. The physician attempted to recross the lesion with a wire, but it was unsuccessful. The physician determined that the stenosis was too great to recross. There were no further complications noted as a result of this event.

Manufacturer narrative:
H6 - patient codes correction: thrombosis removed.

Event description:
It was reported that the balloon burst, and a balloon fragment became stuck in the placed stent, requiring intervention. Vascular access was obtained via right common femoral artery. The 50% stenosed target lesion was located in the severely calcified and tortuous left renal artery. A 6f non-boston scientific (bsc) sheath, guide catheter and .018 wire was used. However, the wire was not supportive enough to place the sheath due to tortuous lesion, therefore, a .014 thruway guidewire was used and crossed. Afterwards, this 7.0mmx19mmx150cm express sd renal/biliary stent balloon expandable was advanced over the wire in the existing placed stent with severe stenosis. This stent was placed and expanded but, upon second inflation, the balloon ruptured. When deflating the balloon, slow deflation was observed. The device was then pulled back into the sheath, but resistance occurred. A balloon fragment appeared to be stuck in the placed stent. Under x-ray, the distal and proximal ro markers were observed in the non-bsc 6f sheath, and the physician decided to remove the sheath, balloon shaft and wire all together. Another angiography was performed and found the renal artery to be occluded due to balloon fragment left in the body. The physician attempted to recross the lesion with a wire, but it was unsuccessful. The physician determined that the stenosis was too great to recross. There were no further complications noted as a result of this event. It was further reported that it is unknown if thrombosis occurred after procedure. The reported issue was severe stenosis and balloon fragment occlusion.